Event description:
Customer states: "surgeon blew end off the n-trap using a laser. The laser fiber was too close to the basket and blew it off. Surgeon went in using 3 prong graspers to remove. No harm to patient."

Manufacturer narrative:
A proper evaluation cannot be performed due to the product not being returned for evaluation. Information received indicates the physician involved has indicated to the cook sales representative this incident was his fault; the laser was too close to the basket when the laser was fired. The physician removed the basket portion without incident using 3 prong graspers. No harm to the patient was reported. Customer use error has caused the customer's difficulty.